Event description:
It was reported that following an implant procedure, the patient experienced new sharp pain and sensitivity at the lower leg. The physician assessment was agitated nerve from the procedure. The patient was prescribed with steroids and pain medication. The patient was reportedly improving.